Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a thoracoscopic lobectomy, the device stopped and only advanced about 3 cm. The monitor of resistance limit was displayed. After a moment, it was attempted to fire again, but the display did not change, so it was released. The resection line was compressed with forceps, and it was checked if there was any hard tissue. It was confirmed that the tissue has normal thickness able to be resected normally. Another resection was performed with a new reload, but the same errorof resistance limit was displayed when the device advanced to 3 cm. As the firing could not be done, manual suturing was performed to complete the case.